Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, after every 4 days, discontinued) and fortum injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. On an unknown date, the patient has recovered from peritonitis and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.